Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Customer states alarm reoccurred after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test and unexpected restart error test. No unexpected restart alarm noted.